Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen became partially unresponsive, with the user able to unlock the device but unable to use the top half of the screen, consistent with a key or button unresponsive device problem localized to the touchscreen; a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to therapy. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed a software problem associated with the touchscreen input behavior consistent with a component-related failure of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.